Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Conductor wires 3-4 were found fractured proximal to the weld joint and paddle tubing damage detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the paddle tubing damage remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming exposed wire